Event description:
It was reported the physician was performing an emoblization of the major aortico-pulmonary collateral arteries (mapca) when this coil was inserted into a microcatheter. At some point during the procedure, it was reported that the coil has unraveled. The physician reported attempted to remove the coil, however ,the coil broke in the common iliac artery. It was reported that the procedure "took over 7 hours at that time, so this procedure was finished..." The procedure was aborted at that time. The physician reportedly plans to follow-up with the patient for a CT scan. The patient is reported to be in stable condition.

Manufacturer narrative:
The device will not be returned to boston scientific as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event is unknown.